Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 293 mg/dl. Customer reported they were able to clear the alarm. The hardware low level failure reoccurred during self-test. The belt-clip was damaged. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.